Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, which resolved the issue, allowing the customer to continue using the pump. The caller was instructed to reach out if the malfunction recurred and chose to resume insulin use and start a new sensor session independently.